Event description:
Upon changing dressing on incision, noticed that q ball had not decreased in size. Upon further investigation, on-q ball noted to be same size as when applied to incision in surgery. Discontinued on-q, and notified physician.